Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's latch was not registering closed due to a faulty micro switch. A field service engineer replaced the micro switch, disassembled new latch, adjusted spring, and micro switch arms, added carbon grease, then reassembled to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager latch was not registering closed, preventing user to access medication. Customer added that there was a patient that needed a medication and no way for them to get to it, so they called the pharmacist and fixed the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager latch was not registering closed, preventing user to access medication. Customer added that there was a patient that needed a medication and no way for them to get to it, so they called the pharmacist and fixed the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-apr-2022 to 29- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device latch was not registering closed due to a faulty micro switch. A field service engineer replaced the micro switch, disassembled a new latch, adjusted spring, and micro switch arms, added carbon grease, then reassembled to resolve. The system functioned as intended after troubleshooted by the field service engineer.